Manufacturer narrative:
Additional information was received on february 14, 2022. The explant date was clarified to be (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and experienced breast asymmetry post procedure. The right side was drooping and appeared smaller than the left. On (B)(6) 2021. Explant was performed on (B)(6) 2021. The device was found to be ruptured with explant. On (B)(6) 2021, mentor became aware that the removal only was (B)(6) 2021, and left was also found ruptured during mammogram and ultrasound. Patient mentioned that she feels so much better now that the implants are gone. This medwatch report is for the patient¿s left-sided device.